Event description:
A (B)(6), female, pt, called zoll customer support to report a service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector was cracked. The root cause of the cracked trunk cable connector cannot be positively identified, but was likely due to excessive force. After changing the cable the electrode belt was fully functional. No adverse event resulted from the defective trunk cable connector. The pt received a replacement electrode belt.